Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had forgotten to set the site reminder after changing the infusion set site. Subsequently, the customer forgot to change the infusion set site after three days and blood glucose (bg) level became elevated (350 mg/dl). The customer took a manual injection, changed infusion set, cartridge, tubing, and resumed insulin.